Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Continuation of d10: dtpa2d1 ICD implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a warning for low impedance on the rv defibrillation coil and the superior vena cava (svc) coil. It was further reported that the patient was seen in clinic and the impedance levels were back to within normal limits. The rv lead displayed changes in pacing impedance and out of range (oor) undefined high rv coil and svc coil impedances. Initially the svc coil was programmed off; however, there was a spike in rv coil impedance that became high, and the lead was explanted and replaced. It was further reported that the right atrial (ra) lead was explanted at the time of the right ventricular (rv) lead replacement. The ra lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead was explanted as the lead had become dislodged during the explant procedure for the rv lead.